Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensing. Reprogramming efforts were discussed and recommended. At this time, this s-ICD remains in service and no additional adverse patient effects were reported.